Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device from the customer.in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that when turning the unit on, it is giving a xdcr fault the unit's flow sensor, exhalation valve body, and exhalation diaphragm was crosschecked but this did not resolve the issue. There was no patient involvement at the time of this incident.